Event description:
It was reported that the infusion and the aspiration could be performed without problems when priming was performed prior to the placement procedure. However, when the catheter was inserted after the microintroducer with sheath was inserted, the operator felt strong resistance. The microintroducer with sheath was attempted to be inserted several times and judged that the sheath itself was in the vessel without any problems while observing the blood return. The catheter was inserted again. The tip of the catheter looped during insertion of the catheter under fluoroscopy and it difficult to insert, however, it was successfully inserted into the superior vena cava. After that, when blood return was confirmed, air was aspirated. Immediately the catheter was removed and checked, and a crack was found near the 37 cm depth marking on the catheter. In addition, the microintroducer with sheath was removed, the base of the sheath was bent. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the infusion and the aspiration could be performed without problems when priming was performed prior to the placement procedure. However, when the catheter was inserted after the microintroducer with sheath was inserted, the operator felt strong resistance. The microintroducer with sheath was attempted to be inserted several times and judged that the sheath itself was in the vessel without any problems while observing the blood return. The catheter was inserted again. The tip of the catheter looped during insertion of the catheter under fluoroscopy and it difficult to insert, however, it was successfully inserted into the superior vena cava. After that, when blood return was confirmed, air was aspirated. Immediately the catheter was removed and checked, and a crack was found near the 37 cm depth marking on the catheter. In addition, the microintroducer with sheath was removed, the base of the sheath was bent. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was assembled with a two-piece connector and usage residues were visible throughout. A diagonally aligned split was observed between the 35cm and 36cm depth markings. Microscopic inspection of the split revealed a sharply defined granular fracture surface. Coarse striations were observed within regions of the fracture surface. Impressions and surface abrasions were observed in the vicinity of the split. The fracture features and catheter surface features were consistent with damage caused by contact between the catheter and a traumatic instrument such as forceps or hemostats. It appeared that the catheter may have been manipulated with such an instrument during attempted insertion. H3 other text : evaluation findings are in section h.11.